Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown, battery ir test failure) has been confirmed. As received, the monitor failed incoming functional testing and was resetting. Upon investigation, the c19 high voltage capacitor had a broken lead on the defibrillator board and transistor q701 was shorted on the computer analog board. The cause of the resets and battery ir test failure was the damaged capacitor. The cause of the functional test failure was the shorted transistor. The root cause of the shorted transistor and damagec capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor abnormally shutdown and failed an internal battery ir test.